Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore a retained kit of architect (B)(6) reagent lot 65095li00 was calibrated on one instrument which was passed. The controls showed values within typical range. Two sensitivity panels (core only panel and ns3 only panel) and additional replicates of the positive control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel and positive control values met specifications and the results were in the typical range and no (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) seroconversion panels (B)(6) 9041 and (B)(6) 9045). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. Lot 65095li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels, therefore, sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect (B)(6), list 6c37, that has a similar product distributed in the us, (B)(6), list number 1l79.

Event description:
The customer observed a false negative (B)(6) result on the architect i2000sr analyzer. The following data was provided: 14,690 coi positive on roche and on architect the sample was negative at 0.840 s/co. The sample was confirmed positive. There was no impact to patient management reported.